Event description:
Olympus was informed that during reprocessing by staff using an endoscope reprocessor, it was reported that the endoscope reprocessor had insufficient reprocessing, as the water filter was being replaced every two years instead of every two months, according to the instructions for use. In addition, the water supply piping disinfection was not performed immediately after water filter replacement, according to the instructions for use. The issues occurred during reprocessing. Multiple unspecified scopes were reprocessed and used in multiple unspecified procedures. No patient infections or injuries reported.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Additionally, the facility staff had acknowledged the frequency of replacement of the water filter, they had managed replacement of the water filter not in accordance with description in the instrument manual but in accordance with the facility¿s own decision. Furthermore, the facility staff had acknowledged that disinfection of the water supply piping is required after replacement of the water filter. However, they had practiced disinfection of the water supply piping not in accordance with description in the instruction manual. They had managed equipment based on the facility¿s own decision that disinfection of the water supply piping after replacement of the water filter was unrequired since disinfection of the water supply piping had been implemented once in one or two months. It may have caused the subject event. The event can be detected/prevented by following the instructions for use (IFU) which state: the subject events can be detected and prevented by implementing the below IFU. Instructions, operation manual for oer-6. Section 7.3 replacing the water filter (maj-2317). Replace the water filter periodically, at least once in two months to prevent contamination of the rinse water. Warning: after replacing the water filter, be sure to perform the operation described in section 7.4, ¿disinfecting the water supply piping¿ to prevent multiplication of miscellaneous germs and staining inside the water supply pipes. Failure to perform this operation could result in contamination of the equipment piping and/or the scope, preventing effective reprocessing. Replace the water filter at least once in two months. Otherwise, miscellaneous germs and stains in the water may contaminate the equipment and/or the endoscopes and prevent effective reprocessing. Section 7.4 disinfecting the water supply piping disinfection of water supply piping is required in the following cases: before using this equipment for the first time (after installation of the water filter set). Immediately after replacement of the water filter. Whenever bacteria are identified in the water supply piping. Before using the equipment when it has not been used for more than 14 days olympus will continue to monitor field performance for this device.